Manufacturer narrative:
Product analysis: the rf head was found to cause power loss to connected programmers, when its cable was manipulated. The cable was replaced. The rf head passed outgoing test. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019: the radio frequency (rf) programmer head was returned as an associated product, and subsequently tested out of specification. No patient complications have been reported as a result of this event.